Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) randomly powered off was not confirmed during the archive data review and the initial functional testing. The autopulse platform passed the functional testing and worked as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The platform passed the initial functional testing without any fault or error. There was no device malfunction observed. The archive data review showed the occurrence of the user advisory (ua) 02 (compression tracking error) message on the reported complaint date. The cause for the (ua) 02 error message, based on the archive data review, was likely due to user error as the small object was placed on the platform during the training session. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the training, the autopulse platform (sn (B)(4) ) randomly powered off. The customer tested the platform by replacing the battery, but the issue persisted. No patient involvement.